Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with an unknown mentor gel implant experienced left sided capsular contracture post procedure. The was accompanied by superior malposition and nipple ptosis. As a result, replacement with a 605cc mentor memorygel xtra breast implant was performed on (B)(6) 2023. The replacement device was reported in a separate event under 1645337-2023-13970. The patient¿s previous set of implants was reported in a separate event under 3006942524-2024-00001 and 1645337-2024-01987. The contralateral prosthesis and subsequent replacement were reported in a separate event under 1645337-2024-03209 and 1645337-2024-03208. The patient had a an event with a previous set of implants reported under 1645337-2023-13955.

Manufacturer narrative:
Additional information was received on april 29, 2024. The event date was clarified to be september 16, 2022. The device, previously unknown, is a 605cc mentor memorygel xtra breast implant, catalog #smpx605, lot #9595444, serial #(B)(6). A manufacturing record evaluation was performed for the finished device 9595444 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).